Event description:
Primary stability achieved, no osseointegration. Patient has blood coagulation disorder and diabetes mellitus. At time of surgery periodontal disease and local infection/subacute chronic osteitis. Mobility.